Manufacturer narrative:
The subject device was disposed of by the hospital.

Event description:
The patient presented with a transient ischemic attack in the internal carotid artery. It was reported that during percutaneous transluminal angioplasty (pta) treatment with the balloon catheter (subject device), vascular dissection occurred. A stent was deployed; however, the proximal end was insufficiently extended. Therefore, a second stent was deployed at the proximal part of the stenosis and pta was completed with the balloon catheter. No further information was reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel dissection is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
The patient presented with a transient ischemic attack in the internal carotid artery. It was reported that during percutaneous transluminal angioplasty (pta) treatment with the balloon catheter (subject device), vascular dissection occurred. A stent was deployed; however, the proximal end was insufficiently extended. Therefore, a second stent was deployed at the proximal part of the stenosis and pta was completed with the balloon catheter. No further information was reported.